Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report#1627487-2015-08315. The patient reported the extensions were close to the surface of the skin thus causing pain. The patient indicated the scs system worked properly. Furthermore, the patient reports surgical intervention was undertaken recently (date unknown) and during that time the physician buried the extensions deeper. The patient alleges no further issues since the surgery.